Event description:
The pt's pump alarm sounded. The pump was in 'safe mode' and not delivering a therapeutic dose. The pump was originally in flex mode at 24 mcg/day. The device was then programmed back to a continuous infusion without issue and had not alarmed or reverted back to safe mode 24 hours later. The pt's physician was considering a pump replacement. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4).